Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a no delivery alarm earlier in the day of the call. Customer also reported that the needle was bent. Blood glucose level was 429 mg/dl at the time of the call. Customer treated the high blood glucose level with an insulin pen. No further information was provided.